Event description:
According to the complaint, on (B)(6) 2025 samples were measured on the abl90 flex analyzer (serial number: (B)(6) and showed a pco2 result of 10.7mmhg. This was inconsistent with the patient's condition. The user did not make any adjustments to the ventilator parameter of the patient, based on this measurement. Radiometer engineer was contacted, and after qc and inspection of the analyzer, the sensor cassette (lot number: r0287) was replaced. A repeat measurement was conducted and a pco2 result of 40.7mmhg was obtained. Based on this, the customer had reported the 10.7mmhg as false low.

Manufacturer narrative:
Radiometer investigations of the provided data logs found no indications that the analyzer had malfunctioned, and the issue was most probably due to contamination of the blood sample with air. Hence the most likely root cause is use error.